Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx431t) was implanted. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection. During the investigation, scratches on the outer housing of the progav 2.0, were determined. Permeability test. A permeability test has shown that all components are permeable. Computer controlled test. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. An slower outflow of progav 2.0 could be determined. Adjustment test. The progav 2.0 was tested and is not adjustable. Braking force and brake function test. The brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection. After dismantling of the valve, deposits were found in progav 2.0. Results. According to the investigation results, a non-adjustability and a reduced outflow at the progav 2.0 were detected. The visible deposits inside have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we cannot determine functional deviations or other abnormalities at the control reservoir, the ventricular catheter and then deflector. The products operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx431t) was implanted on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was now sent to the manufacturer for investigation.